Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that they started the procedure following the IFU. The vasoview hemopro 2 trocar was inflated with 10 cc of air, then in the middle of the procedure during transaction of collaterals the trocar seal exploded, so another set was opened in order to use a new trocar and finish the harvesting. No harm to the patient.